Event description:
It was reported that during a prerectal resection procedure, the staples malformed. They were box shaped. Normal staples remained in the tip and bottom of the instrument. Purse string suture was made. No patient consequence was reported.